Manufacturer narrative:
Correction on h10: a review of the platform's archive was performed, and system error latch 71 was observed thus, confirming the reported complaint. Latch error 71 is a communication error between the drive train motor and the processor pca board. In addition, not related to the reported complaint, fault code 28 (loss of clutch connectivity) error message was observed. The clutch monitoring circuit detected a loss of connectivity on the clutch driving circuit. The power distribution board was replaced as a precaution, as the sensor may have some intermittent technical problem that we were not able to directly identify during testing.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " error message was confirmed based on review of the archive data and during the functional testing. The root cause of the reported complaint was due to a communication error between the drive train motor and the processor pca board. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. To remedy the issue, ap vision 3 software was used to clear the system error message. A review of the platform's archive was performed, and system error latch 71 was observed thus, confirming the reported complaint. Latch error 71 is a software logic related fault. A software glitch occurred which resulted in failed communication between the drive train motor and the processor board. In addition, not related to the reported complaint, fault code 28 (loss of clutch connectivity) error message was observed. The clutch monitoring circuit detected a loss of connectivity on the clutch driving circuit. The power distribution board was replaced as a precautionary, as the sensor may have some intermittent technical problem that we were not able to directly identify during testing. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power on. Patient expired. Per customer, death was not related to the autopulse platform.